Event description:
A doctor alleged that five patients experienced the debonding of crowns within a week after placement with optibond solo plus and nx3. This is the first of five reports.

Manufacturer narrative:
The doctor re-cemented the crown of this patient with the same product. To date, the patient is doing fine. The products used in these incidents were not returned and no lot number was provided; therefore, no evaluations can be conducted.